Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had 3% sodium chloride in a 500 cc bag was being infused at the time of the event that this was at room temperature prior to the infusion. It was programmed to 480 but the registered nurse (rn) did not set a volume to be infused. The flow rate was 50 ml/hour. The dose was 150 total volume. This was a primary infusion with the head height of the container being approximately 6 to 8 inches and there was no secondary infusion running. The nurse had intended for the pump to only deliver 150 cc and reported at about 8:30 am it was infusing at 50 cc and at around 11 am the 500 cc bag was almost empty. The event happened at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.